Event description:
It is reported that while tightening a locking screw with torque wrench on a 20mm lcck surface, the screw snapped. The surgeon tried to remove the screw by various means, but was unable to get the screw to back out. The surgeon then implanted a 20mm lps surface, which also requires a locking screw. The locking screw that was required for this lps surface could not be used because of the broken screw. So at this point, the surgeon felt that the lps surface was the best alternative and closed the pt with this unlocked surface in place.

Manufacturer narrative:
Evaluation summary: the instrument used to lock the screw is unk. Off axis insertion could be a probable reason, however, a definite cause cannot be determined without the device/fracture analysis.: evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.